Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the back near the battery compartment and exposure to moisture found on july 18, 2021. Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The insulin pump passed the self test and displacement test. No alarms/alerts in the pump history for the event date noted. Insulin pump was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the electronic assembly, force sensor and motor assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Cosmetic damage was confirmed at the back near the battery compartment. Insulin pump exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture and had some moisture under the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.